Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon was not able to fix the articular surface on the tibia surface.